Event description:
It was reported by service report that the zoom function was intermittent due to a loose communication cable. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Zoom; communication cable.